Event description:
The manufacturer received information alleging a bipap a30 ventilator was returned to the third-party service center and evaluated in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was specified as required by the patient. During the evaluation of the device at a third-party service center, the device was visually inspected and found no evidence of foam degradation. However, a ventilator inoperative error code indicating a failure of the outlet pressure sensor was confirmed in the event log. The technician recommended replacing the device's circuit board to address the issue. No repair was performed. The device was scrapped as per customer request. Additional findings not related to the malfunction/issue: an error code e-143 was noted in the error log indicating the humidifier place reached 95c, which is close to blowing thermal cut off (tco). This is a "log only" event and does not represent a critical issue. This issue is remedied with the replacement of the pcba. The device will be included in the fsn 2023-cc-src-039.